Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by sales representative via sems that a ar-9215-1-03 connect handle broke off the drill guide. This occurred on (B)(6) 2022 during a total shoulder arthroplasty, when using the eclipse and vaultlock systems the surgeon was levering heavily on the handle of the vaultlock drill guide that prepares the glenoid for the superior and inferior holes. While levering on the drill guide, the handle broke off the drill guide. The tip of the handle was retained in the drill guide base and successfully retrieved. The surgeon then had to finish prepping the glenoid with the next size down drill guide.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9215-1-03 serial/batch number (B)(6) was received for investigation. Functional testing found that the device does not function as required. Visual evaluation found that the guide handle modula tip was broken off at the distal end and was not returned for investigation. Visible signs of wear were observed. Additionally, multiple discoloration spots and scratches were observed on the device's shaft. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion/use.